Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, the sling eroded tissue around it. Pt also reported experiencing yeast infections, vaginal discharge with odor, continued incontinence, leakage, and over-active bladder. Pt reported that the device was removed in 2001. Pt reported "it is hard to feel like I empty my urine completely now." The device was not returned for eval. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event. Directions for use outline as potential complications: "tissue erosion...infection..."